Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. Surgical intervention was taken where the ipg was replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patients ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was replaced post-op.